Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampon was difficult to remove and product was in pieces. Cotton was still inside causing infections and discomfort. She went to urgent care and was diagnosed with an infection and was prescribed antibiotic. Her health has improved.